Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device was explanted on (B)(6) 2018 due to an non-repairable rotator cuff repair. Additional information obtained (B)(6) 2018: the patient was participating in an eclipse tsa study program. The devices listed below were implanted on (B)(6) 2016. The surgeon reported that the rotator cuff was torn and appeared to be from trauma, but patient denied. The subject received a reverse device after the original devices were explanted. The patient subject was terminated from the study upon device removal. The devices were discarded prior to arthrex being notified as it was thought that the devices did not need to be returned as they did not feel it was a device malfunction.